Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure for intestinal polyps performed on (B)(6). 2025. During the procedure, a hemostatic clip was applied to the wound to control bleeding. However, when the handle was actuated to deploy the clip within the body, the clip would not deploy. Upon withdrawal, it was observed that the tip of the device had become deformed. The procedure was completed with another resolution clip 360 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.